Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. The patient reported that they were having some discomfort on (B)(6) 2017. The patient stated that the discomfort spanned their whole midsection down to their legs. The patient also reported feeling a lot of pressure, like they were being squeezed. The patient reported that they suddenly experienced a little more pain. The patient stated that they tried to find their two programs on their patient programmer and was unable to. The patient was able to access their programs and amplitude on the patient programmer at the time of the call and the programmer was working as intended. No further complications are anticipated.